Event description:
Event description cpi received information that a patient with this endotak transvenous defibrillation lead was receiving shocks in normal sinus rhythm. An invasive procedure was performed, with manipulation in the abdominal area oversensing was noted. The physician elected to replace the lead with a new endotak lead.